Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was low, and the meter bg reading was 140 mg/dl. Cts informed the customer that the transmitter is working as intended, however the customer continued to express belief that the inaccuracy was due to the transmitter. No additional patient or event information was available. A root cause could not be determined. A replacement sensor and transmitter was sent to the customer.